Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the pump battery intermittently could not be charged on multiple occasions. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source. Customer declined to troubleshoot the issue with tandem technical support further, therefore no additional information was obtained.